Event description:
The tech alleged the side rails were not latching. No injury reported.

Manufacturer narrative:
The tech found the head end side rail's latch covers were interfering with latching. The tech adjusted both latch covers on the head end side rails to resolve the issue.